Manufacturer narrative:
No parts were replaced or returned to the manufacturer. The issue was resolved upon reboot of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that while getting ready to register, the system showed "localizer not connected." The system was restarted and the issue was resolved. The site was able to proceed with registration and navigation. There was a 5 minute delay and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received a manufacturer representative. It was reported that the site has been used on multiple occasions without issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were communication issues with the emitter. The emitter was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.